Event description:
It was reported that the atrial lead exhibited high impedance and noise. The noise was reproducible with arm movements. The patient was in good medical condition and the lead remained implanted.

Event description:
New information indicated that the lead continue to exhibit noise. The device was reprogrammed and remained implanted.